Manufacturer narrative:
The returned device was received fully deployed. Inspection of the pod download data indicated that the pod ran for 59 pulses, finishing both priming sequences before deactivation. No timeouts or drive stalls were observed. No damages or deficiencies were observed on the components of the needle mechanism. The needle mechanism was able to be reset and redeployed without issues. The cause of the reported needle mechanism complaint could not be determined.

Event description:
It was reported that the needle deployed early before the pod was applied, indicating a needle mechanism failure.

Manufacturer narrative:
The device was received fully deployed. Inspection of the pod download data indicated that the pod ran for 59 pulses, finishing both priming sequences before deactivation. No timeouts or drive stalls were observed. No damages or deficiencies were observed on the components of the needle mechanism. The needle mechanism was able to be reset and redeployed without issues. The cause of the reported needle mechanism complaint could not be determined.